Event description:
Add'l info rec'd from MFR 10/19/00: the rptr makes the following statements with respect to the outcome of a photoepilation treatment: 1) "six months later the hair had grown back". 2) "...spent several thousand dollars on the treatment and would like at least a partial refund". 3) "...expresses concern about ads for permanent hair removal". In answer to the rptr's statements and this report, esc/sharplan offers the following responses to each of the statements. 1. Long-term effectiveness of photoepilation treatment. Hair growth in different areas of the human body is a stochastic process that is controlled by a complicated set of growth cycles. Each follicle goes through a growth phase (anagen), followed by a 'death' phase (catagen), followed by a long dormant phase (telogen). Photoepilation using ipl systems is based on the selective absorption of light energy by the follicle. As the light is absorbed by the follicle, the temperature of the follicle rises, leading to a thermal destruction of the follicular cells. It is well accepted that cells that are in the active, growing phase of their development ('anagen') will be most sensitive to thermal destruction. Since the hair follicles in the target area consist of cells in all three development phases, it is reasonable to expect that multiple treatments would be needed in order to thermally destroy all the follicles. In order to study the long-term effects of photoepilation treatment using ipl systems, two separate studies were conducted: a study of the long-term effects of a single treatment, and a study of the effects of multiple treatments. The first study was designed to provide a long-term follow-up of a group of pts that have undergone a single photoepilation treatment. Twenty four pts were treated and followed for a period of two years. Each pt was treated in a single anatomical site, and the average hair density in the treated site was used as the main measure of clinical effectiveness. The clearance observed immediately following the treatment was 44% +/- 33%, followed by a value of 59% +/- 35% at one month follow-up. The next two follow-up visits showed clearance of 56% +/- 26% at the two months follow-up visit and 62% +/- 30% three months following the treatment. The clearance rate had increased to 76% +/- 24% at one year follow-up and to 84% +/- 15% at the conclusion of this study, i.e. Two years post treatment. This study showed that at two years follow-up, all pts achieved significant permanent hair reduction. A second study examining the results of multiple treatments showed higher clearance values. Based on the clinical results obtained in the studies, the FDA has cleared the following marketing claim: the epilight is intended to affect stable, long-term, or permanent hair reduction in skin types I-v through selective targeting of melanin in hair follicles. Permanent hair reduction is defined as a long-term stable reduction in the number of hairs regrowing after a treatment regime. This clearance was followed by a clearance to treat all skin types (I-vi). 2. Refund request. Esc sharplan is not a party to the financial transactions between the rptr and the owner(s) and/or the operator(s) of the facility where the rptr was treated. Therefore, the co is not in a position to address the refund request by the rptr. 3. Marketing claims of 'permanent hair removal'. The FDA has cleared the ipl technology for a marketing claim of 'permanent hair reduction'. All the marketing materials that originate with and are distributed by esc sharplan are reviewed for compliance with FDA rules and regulations.

Event description:
Rptr had 15 treatments on legs and 5 or 6 above lip. Was told that hair removal was permanent. Six months later the hair had grown back. Rptr spent several thousand dollars on the treatments and would like at least a partial refund. Rptr also expresses concern about ads for permanent hair removal they have seen recently. From their experience they are giving false claims.